Event description:
Upon review of cine film taken during a left heart catheterization for this pt, an anomaly in the physical appearance of the lead was noted proximal to the svc shocking coil. Home monitoring recordings indicate consistent in range measurements. No additional complaints concerning the functionality of the lead are noted. No adverse events are reported for this pt. The lead remains implanted.